Event description:
It was reported that the mobile cart broke near the wheel attachment. There was no patient involvement. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility performs service by themselves. Provided pictures confirms the reported breakage of the mobile cart. No parts were returned for investigation. The root cause of the damage has not been determined but most likely the ventilator has been exposed to a mechanical force greater than it is designed to sustain.